Manufacturer narrative:
Case was submitted to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the dose adjustment that was reported in this complaint. Medical advisor categorized this reportable event as malfunction. Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one patient. On (B)(6) 2013, caller stated that the patient was tested and inratio inr was 6.0. Patient's coumadin was held. A week later the patient was tested again. Inratio inr was 7.5. The result was compared to lab draw later that day and lab inr was 3.9. Time between each method of testing is unknown. Caller did not perform the finger-stick and could not provide information in regard to it. Patient's therapeutic range is (2.0-3.0).